Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) turned off. The consumer suspected it happened because of a hybrid car. No symptoms were reported as a result of the event.